Manufacturer narrative:
Per the field service representative (fsr) there is no part left to return, therefore no part will be returned to the manufacturer for further analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Field service representative removed the ultrasonic air sensor (uas) broken latch and installed a new latch. The uas sensor passed release testing. The preventive maintenance (pm) was completed successfully, and the unit is ready for clinical use. The suspect part will be returned to the manufacturer.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the ultrasonic air sensor (uas) latch was broken. There was no patient involvement.